Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a right ventricular (rv) lead integrity alert (lia) triggered for high rate non-sustained episodes, short v-v intervals, and oversensing. A lead fracture was suspected. The lead was capped and replaced. No patient complications have been reported as a result of this event.